Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. Patient has had on ongoing infection since (B)(6) 2016, onset suspected to be from ICD pocket. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
This is a report of an ongoing infection which started (B)(6) 2016 and was resolved (B)(6) 2016. A report was received stating that on (B)(6) 2016, the patient complained of left chest wall near their permanent pacemaker (ppm) during a clinic visit. No treatment offered. On (B)(6) 2016, the patient complained of severe left axillary pain worsening with movement. The physician felt it was the patient's old ppm wires and consulted pain management for possible injections, however, massage was recommended. On (B)(6) 2016 patient woke up and the area was reddened and warm to touch, also appearing a little "swollen". On (B)(6) 2016, patient went to (B)(6) due to sudden onset of edema, worsening pain and redness over chest wall area upon evaluation, blood cultures were done and dose of IV antibiotics given until (B)(6) had a bed available. Transferred to (B)(6) for further evaluation; infection disease (ID) consult done on (B)(6) 2016, started on IV vanco and cefepime, blood cultures negative. On (B)(6) 2016, computed tomography (CT) of chest was done, results were negative for deep infection. On (B)(6) 2016 ID states site is much better with few doses of antibiotics, appears he at least had a superficial infection at the upper chest, changed treatment to oral antibiotic (keflex) when he goes home and resuming with septra. On (B)(6) 2016 patient was discharged. On (B)(6) 2016, the patient was seen in clinic by ID, patient presented with automated implantable cardioverter defibrillator (aicd) site wound infection with purulent drainage. ICD was removed in 2012, only leads still implanted, infection looks superficial but has purulent drainage, cultured was ordered, results were mild leukocytosis white blood cells (wbc) 12.531. Decision was made to restart cephalexin tid (cr 1.6 ref 0.72-1.25 mg/dl) for 21 days, continue same dose of septra daily, and was recommended to discuss removal of leads with vad coordinator and physician. On (B)(6) 2016 patient was admitted to cardiovascular operating room (cvor) for removal of pacing wires from previous old aicd pocket, patient developed ICD pocket hematoma post heparin gtt (drops) stopped and pressure dressing applied. On (B)(6) 2016 ICD pocket hematoma was resolved. Patient was discharged with home health on (B)(6) 2016. Treatment given was IV antibiotics, septra 400-80 mg daily, and vancomycin 1250 mg daily. On (B)(6) 2016 patient was seen in clinic it was noted that patient had persistent bleeding from the wound. Patient was evaluated by cts and the wound was opened superficially by cts in clinic and noted to have persistent bleeding. Wound was packed wet to dry with kerlix and patient admitted to hospital. On (B)(6) 2016, saturating dressing was performed on patient, his hemoglobin dropped and patient was given 1 units packed red blood cells (prbc), wound continues with poor healing. On (B)(6) 2016 sutures placed in wound bed. On (B)(6) 2016 wound vac placed by cts, patient discharged to home with wound vac on (B)(6) 2016. On (B)(6) 2016 patient presents to the emergency department (ed) complaining of chills and per wife altered mental state (ams) at home in the morning. Ams resolved per card note, admitted to intensive care unit (ICU), blood cultures, urine cultures performed. Patient initiated with IV vanco, cefepime and zosyn. Blood cultures positive for gram positive cocci in clusters, urine negative. On (B)(6) 2016 chest wound positive for (B)(6) broth; (B)(6) 2016 wbc resolved leukocytosis 7.13, blood cultures resent and negative. On (B)(6) 2016 patient discharged home on IV vanco through (B)(6) 2016. Sources of infection are believed to be retained pacer lead and/or vad. Until this point removal of other retained leads felt to be too risky. On (B)(6) 2016 patient seen on clinic for removal of wound vac, wet to dry dressing to site. Patient seen on (B)(6) 2016 which was the last day of IV vanco, labs were taken: wbc 10.1, hgb 8.9, hct 28.1, no vitals taken. No further information provided at this time.